Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a coolflow pump, and a there was undetected air bubbles. It was reported that the pump was not detecting bubbles. The tubing was changed and troubleshooting performed. However, the issue persisted. The procedure was completed using spare pump. There was no patient consequence. Upon request, additional information was provided on the event. The bubbles were seen during use. No error code populated as the bubbles were not detected by the pump. Since the pump did not detect the bubbles, this event is indicative of a reportable issue.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a coolflow pump, and a there was undetected air bubbles. It was reported that the pump was not detecting bubbles. The tubing was changed and troubleshooting performed. However, the issue persisted. The procedure was completed using spare pump. There was no patient consequence. Upon request, additional information was provided on the event. The bubbles were seen during use. No error code populated as the bubbles were not detected by the pump. The device was evaluated and failure was not found. It was found that occlusion pressure was out of calibration during testing. Recalibrate occlusion pressure was done. Occlusion pressure does not affect the ability of the bubble sensor defecting bubble. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The device was subjected to preventative maintenance, safety and functional testing and all tests passed.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Contact office and manufacturing site should reflect: (B)(4).